Manufacturer narrative:
Additional information-clinical investigation: it is unknown if there is a temporal relationship between the patient's hospitalization for gastrointestinal (gi) bleed and any fresenius products as no information has been received dedicated to the event. However, there has been no allegation against any fresenius products and the event.

Manufacturer narrative:
The exact date of event is unknown. Plant investigation: the device was not returned to the manufacturer for physical evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. As the serial number of the alleged cycler was not provided, an investigation of the device manufacturing records could not be conducted by the manufacturer. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming.

Event description:
During review of medical information, it was reported that a peritoneal dialysis (pd) patient experienced upper gastrointestinal (gi) bleeding that occurred sometime in (B)(6) 2017 or possibly in early (B)(6) 2017 and was admitted to the hospital. The exact date of the event was not provided. No further information has been made available at this time.